Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified artery. A 10mmx2mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon third inflation, it was noted that the balloon ruptured at 10atm within 20 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).